Manufacturer narrative:
The reported events were insulation damage and operation issue. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination of the lead found the outer insulation was cut/damaged at the proximal region of the lead due to procedural damage.

Event description:
It was reported that during an implant procedure, the lead was noted to have insulation damage an and operation issue noted on the lead. The lead was not used and another product was used to complete the procedure. No patient consequences were reported.